Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 6.0mm x 220 mm x 150 cm sterling balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres for 3 minutes. Second inflation at 15 atmospheres for a minute was performed. However, on the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patients complications nor injuries were reported.